Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer did not flag a specific patient sample containing blasts. Manual differential review indicated 45% blasts which were considered correct. The erroneous results were not reported out of the lab. There was no death or injury and patient treatment was not affected.

Manufacturer narrative:
The specimen was collected in the emergency room in a 4ml vacutainer tube. Qc was within limits before and after the event. A field service engineer (fse) was not dispatched for this event. Raw data analysis revealed the sample shows a neutrophil population in which the volume on cd is abnormally high. Instrument sensitivity settings were at mid level for blasts. The algorithm sets all flagging levels and a blast flag at the highest settings.